Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the arm 3 was mechanically blocked. The affected arm was not draped and had no visible damage. Procedure was going to be performed with three arms of the system. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the malfunction was noticed during preparation of the procedure. The system has not yet been docked or no patient has been affected. The system was checked and started up. The arm could not be extended immediately.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the replaced the patient side manipulator (psm). The system was tested and is ready for use. Isi has received the psm for evaluation; however, the investigation is in progress. A follow-up MDR will be submitted if the unit is evaluated or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The patient side manipulator (psm) was analyzed and the reported failure was able to be reproduced during the sine cycle.

Event description:
Refer to h10/h11 for follow-up information.